Manufacturer narrative:
(B)(4). Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test or verify failed battery test alarm due to motor error alarms noted.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated they were able to rewind insulin pump. Customer stated insulin pump had no delivery and bad battery. Customer stated drive support cap appears normal. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.